Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the light is dull and needs to be replaced. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The tabletop illuminator and lamp were replaced to resolve the issue and were returned for evaluation. The company representative disassembled then cleaned the port selector assembly. The system was tested and found to meet product specifications. The system was manufactured on february 7, 2013. Based on qa assessment, the product met specifications at the time of release. The products were received for the evaluation. A visual assessment of the returned sample showed no obvious non-conformities. The returned lamp and the illuminator were tested individually for their illumination outputs. The tabletop illuminator output was found to meet specifications, but the lamp output was found to be below specifications, replicating the reported event. The root cause of the reported event can be attributed to nonconforming lamp. However, how or when it became nonconforming could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicates that the issue occurred during calibration. There was no patient involvement. The system was exchanged to initiate and complete the procedure.

Manufacturer narrative:
Additional information is provided. The manufacturer internal reference number is: (B)(4).